Event description:
Customer reportedly received results of 280 mg/dl on the advantage system and 90 mg/dl on a professional method within 10 minutes. No low or high blood symptoms reported. The discrepant results were obtained at a physician's office. Customer indicated the discrepant results were obtained today. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549224, expiration date 10/31/2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.